Event description:
Spontaneous call from (B)(6). Cadd ms3 pump has a vertical line through the screen making it so pt is unable to program pump. Sn (B)(4). No adverse effect reported. Pt using back up pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by health professional.